Event description:
The event is reported via a medwatch. The ventilator tubing became hot and melted. The patient did not get the appropriate humidification.

Manufacturer narrative:
The device sample was returned for eval. The results of the investigation are not available at the time of this report.